Event description:
It was reported that the customer experienced loss of consciousness due to a low blood glucose (bg) level of 20 mg/dl range. Cause of low bg level was unknown. Reportedly, the customer required assistance from contacts and was taken to the emergency room where bg was treated intravenously with fluids of saline. Reportedly, customer left the ER same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.